Manufacturer narrative:
Corrective data: corrected section: h6 (component codes) although the reported event was confirmed, the investigation could not conclusively determine the root cause.

Event description:
It was reported that a patient with a 19mm surgical aortic valve was explanted after an unknown implant duration due to aortic stenosis. The explanted valve was replaced with a 23mm 11500a valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.